Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant. The physician experienced placement difficulty, dislodgement and reported the terminal pin came off the lead body. A replacement lead was implanted without further incident. No adverse patient effects were reported.